Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a right deflation." Patient later reported "right side deflation, right side "looking deformed", pain on chest, and an exchange of textured device due to product concern. Device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "a right deflation." Patient later reported "right side deflation, right side "looking deformed", pain on chest, and an exchange of textured device due to product concern. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Visibility/palpability: unable to observe as it is a medical event not related to the device. Pain: unable to observe as it is a medical event not related to the device. Additional observations: yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.